Event description:
Account reports that calcium patients have been running low for the past week. The incorrect results were not used to guide therapy. The field service representative attributed the problem to contamination and repaired the instrument by decontaminating the system.